Event description:
The facility representative reported an infuso.r. Pump with a condition of "clamp will not move up and down." This condition occurred upon power up in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a "wip clamp will not move up and down" involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged pusher block assembly. The pusher block assembly was replaced to fix the reported condition.